Manufacturer narrative:
Journal of the american college of cardiology. Vol. 57, no. 12, 2011. Doi:10.1016/j.jacc.2010.10.040. Multicenter evaluation of an intrapericardial left ventricular assist system. Martin strueber, md,* gerry o'driscoll, md, phd, paul jansz, mb, phd, asghar khaghani, md,§ wayne c. Levy, md, george m. Wieselthaler, md. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. There were no deaths reported that were stated to have had occured during the immediate post operative implant procedure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports submitted for the same literature article (MFR. 3007042319-2017-03065 and MFR. 3007042319-2017-03071).

Event description:
This is a report from a literature review article (multicenter evaluation of an intrapericardiac left ventricular assist system (lvad) that had an objective to conduct a study and initial clinical evaluation of the new left ventricular assist system from a specific manufacturer, in a multicenter, prospective, non randomized single-arm clinical trial. The research article's method was to use fifty heart transplant candidates with (B)(6) functional class 4(IV) symptoms were supported at 5 international centers by the manufacturers system for 180 days, until heart transplant, myocardial recovery and device explant, or death. Patients who continue to be supported have been followed for a minimum of 2 years. A journal article included a report of 50 patients of which nine (9) patients died during support at a median duration of 94 days (range 13 to 515 days). The causes of death were sepsis (3), multiple organ failure (3) and hemorrhagic stroke (3). These patients included heart failure etiology of idiopathic, ischemic, familiar, or congenital cardiomyopathy, and myocarditis. The patients had a median age of 48.5, and 43 percent (%) were male. The authors conclusion stated that patients with end-stage heart failure can be safely and effectively supported by the manufacturers ventricular assist system with improved quality of life and neurocognitive function. The article did not include any specific information on any specific patient. Numbers and percentages were used to state that articles patient population and outcomes. There was an additional article (expert review of medical devices) that reviewed the previous article and included the same information: lvad for end-stage heart failure: a review of clinical experiences with greater than or egual to 50 patients. No additional information available.